Event description:
Prior to a hemorrhoidectomy procedure, the 4-40 stud broke off while attaching the disposable. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.